Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during use of a merit micro-puncture catheter to perform angiography of left leg femoral dialysis graft, the shaft broke off the hub and about 10cm remained inside the patient, in the arterial limb of the graft. The device was able to be accessed and removed with a snare catheter.